Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with a suspected dislodged lead. Upon interrogation, it was seen in the electrograms that the lead was not pacing. There were pacing spikes in inappropriate places with no capture. No ventricular capture and r-wave amplitude variation was also noted. Programming changes were done. Lead was replaced but left in the body in (B)(6) 2019. Patient was stable.